Event description:
The patient was using a catheter that had a clave connector attached. It was reported the patient lost 20cc of blood. Also, it was reported the patient had complications. Patient expired 2002.

Event description:
The patient was using a catheter that had clave connector attached. It was reported the patient lost 30-40cc of blood. Also, it was reported the patient had complications. Patient expired in 2002. Reported to ICU medical, at 1:00pm in 2002.